Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the bronchoscope got caught inside the patient's trach tube which ended up pulling the inner cannula out. The bronchoscope, inner cannula, and the trach tube had to be taken out all-together to remove the bronchoscope from the patient's airway. Upon removal the patient trach tube was eventually changed out. No harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the glidescope bflex 5.8 single-use bronchoscope used in the event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and confirmed the reported issue. The verathon technical service representative performed a visual inspection and confirmed the camera was partially detached from the flexible tube on the glidescope bflex 5.8 single-use bronchoscope. Upon completion of the evaluation the glidescope bflex 5.8 single-use bronchoscope was scrapped. At this time, the cause of the reported issue could not be fully determined; however, it is likely that inserting the glidescope bflex 5.8 single-use bronchoscope into the inner cannula and tracheostomy tube in use with the patient at the time may have caused or contributed to the reported issue. The "glidescope bflex bronchoscope - endotracheal tube compatibility" table found on pg. 16 in the glidescope bflex single-use bronchoscopes with glidescope core operations & maintenance manual (omm), currently only list the compatibility of the glidescope bflex single-use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The tracheostomy tube nor the inner cannula used in the procedure have not been validated by verathon for compatibility for use with the glidescope bflex single-use bronchoscopes. Any usage of the glidescope bflex bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Corrective action is not required at this time. Verathon will continue to monitor for trends.